Event description:
Non warranty unless they have paperwork. He said he delivered it a month and a half ago. Dealer said the arm is missing the clip in front which causes the arm to be able to flip back. Needs spring clip.

Manufacturer narrative:
Not clearly state how the spring clip missing, however, from MFR side: made test for the spring clips, make sure all spring clips pass test. Responsible person: (B)(4) date: (B)(4) 2014; on production lines, increase percentage of sampling inspection and frequency of inspection of ipqc. Responsible person: (B)(4) date: (B)(4) 2014; training assembly workers. Enhanced the worker's quality awareness. Responsible person: (B)(4) date: (B)(4) 2014.